Manufacturer narrative:
Based on the results of the investigation, the root cause of the foreign image issue was occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the endoeye flex deflectable videoscope screen displayed a sandstorm. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, image noise occurred, and the image could not be seen. Due to damage on the circuit board of video plug section, image noise occurred, and an image could not be displayed. In addition, due to a cut on charge coupled device cable, the monitor showed a black screen with no image. Because the electrical contact of video plug section was shaved, screen turned black with no image. Due to adhesive peeling between objective lens and distal end, water tightness was lost. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The video connector had a scratch. The video connector had a crack. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage on lock engagement lever, the bending section could not be fixed firmly. The video connector case had a scratch. The video connector case had a crack. The right/left lever had a scratch. The switch button 1 had a scratch. The light guide cover glass had a scratch. The angulation lever had a scratch. The lock engagement lever had a scratch. The right/left plate had a scratch. The up/down plate had a scratch. The grip had a scratch. The control unit had a scratch. The light guide connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.